Manufacturer narrative:
The sections have been updated. Complaint conclusion: during the use of an outback elite (120cm), the tip broke off when taking it through the destination sheath up and over on a guidewire. There was no report of patient injury. Attempts to gather further information have been made but were unsuccessful. The product was not returned for analysis. A device history review (DHR) could not be performed since the complaint lot is unknown. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product instructions for use (IFU) instructs the user to always visualize tracking of the tip over the aorto-iliac bifurcation. It further recommends that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its performance. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the reported events. Without a lot number to conduct a DHR review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
(B)(6). Product history review could not be performed since complaint lot is unknown. The product is being returned for analysis, however has not yet been received. Additional information will be submitted within 30 days of receipt.

Event description:
During the use of an outback elite (B)(6), the tip broke off when taking it through the destination sheath up and over on a mailman wire. There was no report of patient injury. The product will be returned for analysis.